Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the surgery for femoral trochanteric fracture took place. After the surgery, it was confirmed that this blade had cut out. On (B)(6) 2018, a revision surgery was scheduled to perform bipolar hip arthroplasty surgery. This complaint involves one (1) device. This report is for a blade. Concomitant device reported: unknown tfna nail. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed part number: 04.038.275s , lot number: h165234, date of manufacture: 07 september 2016, place of manufacture: (B)(4), part expiration date: 01 august 2026, nonconformance noted: n/a: no non-conformance reports (ncrs) were generated during production. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 75mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.